Event description:
Customer reports receiving a potential false negative result on an unknown date using the cue covid-19 test for home and over the counter (otc) use (cartridge sn, lot number and reader sn not provided). Customer states "only when I swabbed the back of my throat did I pop positive". Although requested, customer did not respond to technical supports three attempts to obtain further information regarding the potential false negative event.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided.